Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements along with noise. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.